Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The device was returned without its outer sheath. Microscope examination was performed, and it was noted that the bushing had hit marks on its surface, indicating the interaction between the yoke and the capsule, in order to make the deployment of the clip. Dimensional examination was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional examination was performed between the hooks of the bushing, and both sides a and b were within specification. It was also noted that the bushing tabs had symmetric measurement. No other problems with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 correction: e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colorectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. The clip was pulled; however, the tissue was torn down, and the wound was bleeding. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colorectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. The clip was pulled; however, the tissue was torn down, and the wound was bleeding. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.